Event description:
It was reported that following the implant procedure, loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and dislodgement of the lv lead was noted. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece for analysis. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The double bend height was measured within specification.